Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 94 months, oversensing with inappropriate therapies due to noise on rv channel was reported. Apart from the shocks, no further adverse patient side effects have been reported. The lead was capped and the ICD was explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis. Upon receipt, the ICD was interrogated, revealing the mol2 battery status, 42 charging cycles were recorded in the devices memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that resulted in one shock delivery. Therefore a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular and far-field channel, leading to one shock delivery as reported in the complaint description. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. Based on the ICD analysis no conclusion can be drawn regarding the root cause of the clinical observation. However, should further relevant information or the lead become available for analysis, this report will be updated.